Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer reported receiving a pump error. Customer was not able to clear the error. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No pump error 43 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43 (file number 121 line number 681) on 06/01/2024 22:31:58.000 due to corroded motor home switch. Pump error 38 (file number 121 line number 629) was alarmed during rewind. Adapt verifies pump error 38 on 06/01/2024 22:14:52.00. No moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded motor home switch, scratched case, pillowing keypad overlay. No pump error 43 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 43 due to corroded motor home switch. Pump error 38 alarmed during rewind. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.